Manufacturer narrative:
The cause of the balloon leak was unknown but may have been due to a bone fragment or the multiple balloons being implanted and used which may have crossed each other and became damaged. The monomer from the leaking balloon was cleaned out by the user. The defect was contained, but there was a sizable lesion noted. A new balloon was implanted where the first one had been removed from and all three balloons were cured. Post operatively the patient presented with an infection and the user indicated it was an abscess. The abscess was drained and all three illuminoss balloons removed with no difficulties. The user did not believe that the illuminoss balloon leak during the procedure caused or contributed to the abscess. The implants were discarded in the or and no devices were available for return and evaluation.

Event description:
On (B)(6) 2025 three implants were being used in a pelvic case. One balloon leaked intra operatively and was removed, monomer was cleaned from the bone, and a new implant used instead. Post operatively the patient developed an abscess, which was drained, and all the illuminoss implants were removed.